Event description:
I had prolene mesh placed in my abdomen in 2003. I had constant pain, redness in the area, fever, itching, burning, a pulling feeling, aches, stabbing pain, vomiting, nausea, diarrhea, gas, depression, stress, exhaustion, and many other problems after the mesh was put inside me. I finally found a doctor that would remove the mesh a few years ago, and I now have the same issues, only worse. I had the mesh implanted and removed at the hospital. I have been a pt of a dr for pain management for over 2 years. Dates of use: 2003 - 2007. Diagnosis or reason for use: abdominal pain and multiple reasons lists done previous. Event abated after use stopped or dose reduced: no.